Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a remaining insulin reading issue. These reports were received from various sources. The patients associated with this allegation ranged from 58-169 pounds and between 18 and 74 years of age. Of the reported patients, 2 were male and 2 were female.